Manufacturer narrative:
On 10/05/2016 in trouble-shooting at the site, the medtronic representative booted-up and down 15 times - on the last boot-up the medtronic representative was able to replicate the issue where it read: unable to read port. Swapped universal serial bus (usb) ports and the error remained. Uninstalled/reinstalled software application. Return requested for suspect emitter/mobile field generator. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site alleging their navigation system emitter works intermittently. Upon boot-up, the navigation system will not work, and once re-booted it begins chirping. No further details regarding the behavior were provided. There was no patient present when this issue was identified.